Event description:
It was reported the back tabs are broken off. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the tabs were broken off on the power cord bay door. It was also noted that the rf connector on the link electronic module (lem) circuit board was loose and the programmer would not interrogate with a rf head, the lower case was missing a foot pad, the upper hinge plate was cracked. Concomitant product: 229047 analyzer .